Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation and investigation findings: upon receipt by mentor, the gel appeared clear and the device weighed 369 grams w/bag. No foreign material was observed within the device and no foreign material was observed on the shell surface. Upon receipt, the device was returned in two pieces, severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the severely rented occurred sometime subsequent to the removal of the device from its protective packaging. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported complaint, rupture, was confirmed. However, since the mentor analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old patient underwent a breast reconstruction with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture. As a result, the patient had explanted the implant in (B)(6) 2017.